Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose went up to 500 mg/dl due to surgery. The customer was on medication and her period. The customer treated with a shot. The customer was in the hospital due to non-diabetes related issue. The customer declined to troubleshoot for high readings.